Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the patient noted a hole in their patient line and said it¿s possible that the small puncture could have been due to the cat getting to the line. A hole in the line is a known cause of the reported alarm. The cause of the hole is alleged pet damage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain three. The patient was connected at the time of the alarm. The technical service representative had the patient cycle the power on the homechoice device to clear the alarm. During the troubleshooting, the patient noted a hole in their patient line and said it¿s possible that the small puncture could have been due to the cat getting to the line. There was no patient injury or medical intervention associated with this event. No additional information is available.